Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3004608878-2018-00135.

Event description:
A technical service and repair analyst reported on behalf of the customer that the a1059 mayfield modified skull clamp had excessive lock movement. The date of the incident was unspecified. Additional information was received from the customer on 24jul2018 stating that the device was not secure. The device came in contact with a (B)(6) female patient but there was no patient injury reported. There was a delay in surgery but the exact amount of time was not provided. No revision or medical intervention was required.

Manufacturer narrative:
The device was returned for evaluation. The unit received with the lock having both rotational and lateral movement and a residue buildup is present. Unit needed new components added to replace worn internal parts. The device history record reviewed for this product ID 40a1059 lot 119 manufactured 2011 showed no abnormalities related to the reported failure. With respect to the complaint, it was confirmed that the returned unit did not meet all specific functional test. The reported condition was likely caused by worn parts and debris in the lock. The definite root cause cannot be reliably determined.

Event description:
N/a